Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine with a melted rocker switch. It was confirmed there was no patient involvement, as the issue occurred prior to any patient treatment. A fresenius (B)(6) technician replaced the melted rocker switch to resolve the issue and return the machine to service. It was confirmed there were no sample parts available for return. Additional information was requested, but was not provided. If additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A fresenius mexico technician performed an onsite investigation and repaired the machine by replacing the melted rocker switch. The machine was returned to service.